Event description:
It was reported that during a ptca procedure, the ports on the hub of the balloon catheter were not labeled. The physician opened the package and began to advance the balloon catheter over the wire. It was then noted that no labeling appeared on the hub, differentiating the two ports: guidewire lumen and a balloon lumen. Based on the process of elimination, the physician successfully completed the procedure using this balloon catheter. No pt injury or complications were reported.